Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient did not want to receive another shock, so the therapy was programmed off. There were no additional adverse patient effects.